Manufacturer narrative:
(B)(4). The reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.